Manufacturer narrative:
During further evaluation, it was oberved that the device also failed pre-test for loctile and cable assessment because the cable was frayed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
It was documented in the initial medwatch that the device manufacture date was sep 28, 2008. The correct date is sep 22, 2008. The unique identifier (UDI) has been updated accordingly. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device displayed an e6 error code and failed for short circuit between the phases and the connector body. It was also observed that the thermistor in the flex circuit was worn out and the motor was worn out with internal motor failure. The device also failed pretest for motor thermistor assessment. Therefore, the reported condition was confirmed. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to wear from normal use and servicing caused by internal motor failure (short circuit). If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device displayed an e6 error code (overheat warning). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.